Event description:
It was reported that the patient had an infection. The implantable cardiac monitor (icm) was explanted and not replaced. No furtherpatient complications have been reported as a result of this event.

Event description:
It was reported that the patient had an infection. The implantable cardiac monitor (icm) was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.